Manufacturer narrative:
Unit received with unexpected battery power loss/failed battery test/low battery alert and pump errors 68/49/23 due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had a power loss alarm. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.